Manufacturer narrative:
H11: a review of the device log indicated that no staff emergency calls were placed during that time. Upon inspection of the device, it was found the emergency switch was dirty inside causing the cancel button to be stuck in; however, the device is being returned to baxter and the investigation is still ongoing. The investigation is currently ongoing, a final report will be submitted upon completion.

Event description:
It was reported a hospital paging system failed and a patient passed away. In the emergency room an emergency call failed with a patient allegedly requiring ¿extrication from the car and beginning advanced life support was delayed¿. The customer stated, ¿the patient is deceased, and they cannot state if it was due to the delay¿. The amount of time that the care was ¿delayed¿ was not provided. Multiple attempts to obtain additional details have been unsuccessful. No further information was available at the time of this report.